Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that device fracture occurred. The target lesion was located in the left lower limb vessel. A 2.0mm x 150mm, 150cm ranger drug-coated balloon was advanced for dilation. However, during the procedure, the delivery system was fractured during the delivery into the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.